Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed possible loss of capture on the ventricular channel. On (B)(6) 2018, the patient presented in clinic for routine follow-up and upon interrogation, the right ventricular lead exhibited increased capture thresholds and impedance. No device intervention was performed. Patient was asymptomatic.